Event description:
The customer reported that the cable that connects the monitor cart to the c-arm shuts down if the cable is moved around by the user.

Manufacturer narrative:
(B) (4). The ge service rep replaced the interconnect cable and tested the system by rebooting and taking fluoro shots. The system operates as intended.